Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no act and down button response due to corroded keypad traces. Insulin pump was unable to verify for failed battery test and battery out of limit alarm due to no act and down button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer removed and replaced the battery and received a battery out limit. Customer reported that the insulin pump had recently been exposed to sweat. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.